Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the syringe attachment on the gun handle broke during injection. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.